Manufacturer narrative:
Observation of failure: it has been claimed by the customer that the needle springs did not retract. The problem was duplicated on returned units. Cause of failure: needle - housing assembly is not aligned with stylet - spring housing assembly. This misalignment of two assemblies increases the friction between needle and stylet, causing the stylet not to retract. Short term corrective action: all suspect units have been recalled. Long term corrective action: a. Final inspection mpi #860 has been modified to ensure inspecting 100% functionally of the product. A pdr is being used, pending the eco approval. B. Tooling for needle - housing assembly has been modified to ensure concetricity between needle and housing. C. Spring housing ID has been changed from .126 +/- .002 to .118 +/- -002. This change has been successfully validated. All these changes will be released through an engineering change order. Expected date is 8/31/97.

Event description:
During a laparoscopic nissen procedure, the needle stylet allegedly failed to return to its proper place to cover the needle.